Event description:
The manufacturer received information alleging malfunction of ac power led lamp did not turn on and battery failed to charge. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply board needs replaced to address the issue.